Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report two of two for the same event, reference 3004485144-2016-00244.

Event description:
It is reported the toe screw on the retractor broke. It was reported the event occurred inside the patient, however nothing fell in the patient and the patient did not retain a foreign body. The surgery was completed using another device.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The returned retractor was examined. The medial rotation plate is cracked; the complaint is confirmed. The cause of the issue could not be determined. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding proper device usage, including medial plate rotation.